Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp was not planning to remove the catheter, therefore it would not be returned.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath,serial# unknown, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that the catheter had not been in the cerebrospinal fluid (csf) for about 3 years (from (B)(6) 2018), but the hcp had carried on refilling due to perceived benefit. The hcp was inclined at this point ¿not to replace it, even if this was the only option¿. There were no further complications or symptoms reported. Additional information was received. It was reported that the catheter lot number was unknown and would not be able to obtain it. It was reported that the catheter was implanted on (B)(6) 2012. It was asked to clarify what was meant by the catheter not being in the csf and it was reported that "no not intended" - due to migration. It was reported that the patient did not experience any symptoms. It was reported that no actions/interventions were taken to resolve the catheter issue. It was reported that the catheter issue has not been resolved. No further complications were reported and/or anticipated.